Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of ec 10040 and 20201 was verified. Review of the event history log was not available. Service replaced the mpu board to correct the issue due to fluid ingression. Use testing was performed. The problem source is customer damage.

Event description:
Information received there was no adverse event or patient involvement reported with the device. All issues were discovered during testing.